Manufacturer narrative:
UDI number: (B)(4). The returned tap was evaluated. The threaded tip was confirmed to have fractured off the shaft as reported. The cause cannot be determined based on the available information. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a tap fractured while preparing a screw hole during surgery. An alternative tap was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
UDI number: na. (B)(6). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a tap fractured while preparing a screw hole during surgery. An alternative tap was used to complete the procedure without reported patient impacts.